Event description:
Report received of an overdelivery of regular insulin. The pump was programmed to deliver 25 units of regular insulin at a rate of 6ml/hr on the primary line. The nurse mixed the insulin solution, by taking a 50ml bag of normal saline and removing 25ml of solution. To the remaining 25ml of normal saline, 25 units of regular insulin were added. The customer reported the normal saline and regular insulin solution yielded 1 unit of insulin to 1ml of solution. It is unknown if the primary line was primed with the insulin solution or another solution. It was reported that approximately 30 minutes after the insulin was initiated, the nurse observed that the solution bag was almost empty. The pump display indicated that 7ml had infused, but 25ml were missing from the solution bag. The patient's blood sugar was monitored. Though requested, no further information was available.